Manufacturer narrative:
The service engineer (se) replaced the piezo alarm and performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, a 980 ventilator failed the audio alarm test of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Unique identifier (UDI) number and catalog number added. Correction to evaluation codes method, result and conclusion. Device evaluation summary: the piezo alarm assembly was returned for failure investigation. A visual inspection of the returned component revealed visable scraping and scratches on the back casing and terminal #1. The label appears torn and tattered adjacent to terminal #1. The resistance of both terminals was tested and deemed acceptable. The piezo alarm was attached the gold standard cable in the vest ventilator. The ventlator was powered up in service mode. Extended self test (est) was performed and passed the breath delivery (bd) audio alarm test. The reported event for event for the piezo alarm failed est was not duplicated. The analysis determined no fault found due to the piezo alarm passing the est bd audio test. Without the original vent and/or components that may have contributed to the event a complete analysis cannot be performed. If information is provided in the future, a supplemental report will be issued.